Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on 02-feb-2015 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. Consumer presented a lot of pain during right sided implantation. Healthcare professional (hcp) used one essure and there was a lot of pain. He then inserted a second one on the same side. Consumer experienced some pain after that like a dull ache since july which gets worse when she gets jarred during exercise. Hysterosalpingogram (hsg) was done and there was a lot of pain on the right side again. Hcp had left a piece of one insert in the uterine wall and when he placed the second device, it perforated the fallopian tube. Additionally, there were visible fibroids on right side of the consumer's uterus. According to her, hcp suggested removal of inserts and fallopian tubes. Consumer stated events and essure were ongoing. Product technical complaint investigation received on 14-feb-2015: (B)(4). The final assessment was: the reporter stated that hcp had left a piece of one insert in the uterine wall. That could not be confirmed as device breakage but interpreted as the device perforated the uterine wall. Since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They are unable to confirm any quality defect or device malfunction at this time. The medical assessment was: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer, who had two essures (fallopian tube occlusion insert) inserted on the same fallopian tube and when hcp placed second device it perforated the fallopian tube. Additionally she stated physician had left a piece of one insert in the uterine wall. Physician suggested devices removal; however this procedure was not confirmed at the time of this report. The reported events, interpreted as fallopian tube perforation during insertion and suspicion of device breakage with embedment of essure fragment in uterine wall were considered serious, as medically significant and are listed according to essure's reference safety information; except for device breakage which is unlisted. Uterine perforation with essure may occur, most often during insertion. Also, single cases have been reported of essure breakage. In this particular case, two devices were inserted in the same fallopian tube; this device misuse may have been a contributory role in the reported events; nevertheless, given their nature, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the events did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally other non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information is being sought.

Manufacturer narrative:
Follow up 10-jun-2015: the required number of follow-up attempts was completed, with no response to date. Case closed. Follow up information (consumer perforation questionnaire) received on 29-jun-2015: consumer's medical history includes a c-section. She had 1 pregnancy with 1 birth. No other remarkable medical history. On (B)(6) 2014, the incorrect position of essure was confirmed. The left coil was in correct position and the right had perforated fallopian tube, part of one was left in uterus; a second implant was attempted on the same side. The consumer stated that the perforation occurred during the insertion procedure. No back up contraception was used after essure insertion and before total occlusion confirmation. The patient also experienced pain in lower right abdominal and hip area. On (B)(6) 2015, the essure devices were removed by laparoscopy, a salpingectomy was also performed. The patient recovered from the removal procedure and her symptoms resolved. The consumer believed her condition was caused by essure device. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer, who had two essure (fallopian tube occlusion insert) inserted on the same fallopian tube and when hcp placed second device it perforated the fallopian tube. Additionally she stated physician had left a piece of one insert in the uterine wall. Essure was removed by laparoscopy and a salpingectomy was performed. The reported events, interpreted as fallopian tube perforation during insertion and suspicion of device breakage with embedment of essure fragment in uterine wall were considered serious, as medically significant and are listed according to essure's reference safety information; except for device breakage which is unlisted. Uterine perforation with essure may occur, most often during insertion. Also, single cases have been reported of essure breakage. In this particular case two devices were inserted in the same fallopian tube; this device misuse may have had a contributory role in the reported events; nevertheless, given their nature, causality with the suspect insert cannot be excluded. This case was upgraded to incident upon receipt of follow up information stating that the consumer underwent essure removal by laparoscopy and salpingectomy (required intervention). Additionally non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is expected.

Manufacturer narrative:
Follow-up information received on 22-dec-2015: follow-up attempts have been performed with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer, who had two essure (fallopian tube occlusion insert) inserted on the same fallopian tube and when hcp placed second device it perforated the fallopian tube. Additionally she stated physician had left a piece of one insert in the uterine wall. Essure was removed by laparoscopy and a salpingectomy was performed. Although the consumer reported these events, the physician did not mention any of these events. The physician stated the insertion was easy and it was noticed that essure was on an incorrect location, but this physician stated no perforation occurred during insertion procedure. However, this physician does not have further information as the patient was transferred to another practice. The reported events, interpreted as fallopian tube perforation during insertion and suspicion of device breakage with embedment of essure fragment in uterine wall were considered serious, as medically significant and are listed according to essure's reference safety information; except for device breakage which is unlisted. Uterine perforation with essure may occur, most often during insertion. Also, single cases have been reported of essure breakage. In this particular case two devices were inserted in the same fallopian tube; this device misuse may have had a contributory role in the reported events; nevertheless, given their nature, causality with the suspect insert cannot be excluded. This case was upgraded to incident upon receipt of follow up information stating that the consumer underwent essure removal by laparoscopy and salpingectomy (required intervention). Additionally non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Concurrent conditions included obesity, uterine cervix dilation procedure and analgesia. The plaintiff continues to experience an unusually heavy flow and pain, as a result of the essure device. Unfortunately, because she is still paying medical bills related to her hysteroscopy and salpingectomy, and was unable to seek additional medical care for these continued symptoms. Hysterosalpingogram cont.: essure present in left tube with no spillage from the left fallopian tube. Most recent follow-up information incorporated above includes: on 3-mar-2017: legal claim received - new events and surgical intervention details were reported. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer, who had two essure (fallopian tube occlusion insert) inserted on the same fallopian tube and when hcp placed second device it perforated the fallopian tube (fallopian tube perforation). Additionally she stated physician had left a piece of one insert in the uterine wall. Upon receipt of follow-up information, case became legal and the second event was amended to hcp had left a piece of one insert in the uterine wall/essure into myometrium (embedded device) and hcp had left a piece of one insert in the uterine wall/there was a piece of the coil in her uterus (device breakage). Consumer underwent diagnostic laparoscopy, hysteroscopy and salpingectomy, with removal of right device only, approximately eight months after insertion. All events are anticipated in essure's reference safety information. Fallopian tube perforation and device embedment with essure may occur, most often during insertion. Also, single cases have been reported of essure breakage. In this particular case two devices were inserted in the same fallopian tube; this device misuse may have had a contributory role in the reported events; nevertheless, given their nature, causality with the suspect insert cannot be excluded. This case was regarded as incident as a surgical intervention was required. Additionally non-serious events were reported. Product technical complaint analysis concluded to an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Uterine perforation questionnaire received on 21-sep-2015 from physician who inserted essure: previous gynecological interventions, gynecological problems or procedures were denied she had 01 pregnancy and 01 live birth. Medical history included a c-section. She was not pregnant. On (B)(6) 2014 essure lot number c06464 (right) and c5003r (left) was easily implanted. She was not on post-partum at the time of essure insertion. Cervical dilation (cytotec 200mg per oral at bedtime the night before procedure), analgesia (ibeprofen 800mg per oral 24h prior to procedure, toradol 30mg im left hip 30-45 minutes prior to procedure, valium 5mg 2 per oral 1h prior to procedure and phenergan 25mg per oral 1h prior to procedure) were used. The visualization of tubal ostium was easy. Fluid loss during hysteroscopy was less than 1500cc and the procedure did not take more than 20 minutes. Depo-provera was used as back-up contraception after essure insertion and before total occlusion confirmation. On (B)(6) 2014 hsg (hysterosalpingogram) was performed and it was determined that essure was on an incorrect position. She had no symptoms and no organ or intra-abdominal structure was perforated. The perforation did not occur during sounding, cervical dilation or hysteroscopy prior to insertion. It also did not occur before deployment or with coil after deployment. The physician did not know whether essure had been removed because the patient was transferred to another practice. Follow-up information received on 05-oct-2015 - ptc investigation result provided: ptc global number: (B)(4). Final assessment: lot c5003r is invalid. The reporter stated hcp had left a piece of one insert in the uterine wall. This cannot be confirmed as device breakage but interpreted as the device perforated the uterine wall. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. We conducted a review of the manufacturing batch record of lot c06464 (production date: 14-dec-2013; expiration date 31-dec-2016) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Fiborids, as stated by the patient, are not a known failure mode related to essure. Medical assessment: this ptc was initiated due to a product technical issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported medical events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch trend could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer, who had two essure (fallopian tube occlusion insert) inserted on the same fallopian tube and when hcp placed second device it perforated the fallopian tube. Additionally she stated physician had left a piece of one insert in the uterine wall. Essure was removed by laparoscopy and a salpingectomy was performed. Although the consumer reported these events, the physician did not mention any of these events. The physician stated the insertion was easy and it was noticed that essure was on an incorrect location, but this physician stated no perforation occurred during insertion procedure. However, this physician does not have further information as the patient was transferred to another practice. The reported events, interpreted as fallopian tube perforation during insertion and suspicion of device breakage with embedment of essure fragment in uterine wall were considered serious, as medically significant and are listed according to essure's reference safety information; except for device breakage which is unlisted. Uterine perforation with essure may occur, most often during insertion. Also, single cases have been reported of essure breakage. In this particular case two devices were inserted in the same fallopian tube; this device misuse may have had a contributory role in the reported events; nevertheless, given their nature, causality with the suspect insert cannot be excluded. This case was upgraded to incident upon receipt of follow up information stating that the consumer underwent essure removal by laparoscopy and salpingectomy (required intervention). Additionally non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is expected.